Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that experienced arrhythmia and heart block, and presented to the healthcare facility. Evaluation of patient revealed the right ventricular (rv) lead exhibited no capture. Testing/troubleshooting was performed and no capture remained. It was also reported the rv lead exhibited high impedance, undersensing and fracture confirmed with x-ray. It was also noted from interrogation report a rv lead warning had triggered. The rv lead was partially explanted, capped/abandoned and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.